Event description:
The user facility in (B)(6) reported the vitrectomy cutter would not cut. The cutter was replaced with another and the surgery was completed with no pt injury reported.

Manufacturer narrative:
Evaluation completed one opened bl5625 pouch from lot u9921 was returned. The tip protector was not returned. The needle was bent. The prot window was in the opened position. There was dried solution in the tubing. The back cap was aligned correctly with the vent in the side of the cutter body. Functional testing was performed using a stellaris pc system. The cutter did not cut. The inner needle did not reach the cutting edge. It should be noted that a bent needle could contribute to poor cutting performance. The cause of the bent needle cannot be determined. The sterilization and lot history records have been reviewed and found to be acceptable.